Manufacturer narrative:
The investigation is not yet complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly the plate/screw engagement causes a "shard" of metal to come out. This occured in the proximal end, medial locking screw hole. All other screw went in without this issue. This occured during a right mpj fusion an dhte issue was resolved by locking the screw into the plate and was left. The sales rep was present at the procedure and the surgery was not delayed more than 30 minutes. In no way was the patient compromised but a previous incident similar to this has occured previously, MDR report #1043534-2014-00149.